Event description:
The customer reported being in the emergency room due to diabetes keotacidosis and high blood glucose of 588mg/dl. The customer stated that there was an issue with the infusion set, but the insulin pump never alarmed. Troubleshooting was performed, and the device failed the high pressure test the first time. The caller mentioned having another insulin pump that kept alarming and error. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.